Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that surgical intervention took place on (B)(6) 2021 wherein a new lead was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the device system was auto reducing. Patient denies any traumas or falls. Upon diagnostic testing high impedance issue was observed. Upon x-ray review no visible damage was observed. A surgical intervention is anticipated in the near future. No additional information is available at this time.